Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was power to the high-definition lcd monitor, but the screen will not turn on during preparation for use. The intended procedure was completed using a similar device. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. A visual inspection found an abnormality in the appearance. Additional findings were as follows: the rear panel had corrosion and the bezel was damaged. This is an ongoing investigation. A supplemental report will be submitted if any additional information is provided by the user facility.